Event description:
It was reported that pump displayed recurring malfunction alarms and customer had already restarted pump several times without any notable events prior to the issue. There was no reported adverse impact to the customer's blood glucose level. Customer switched to multiple daily injections as backup therapy, and technical support arranged replacement pump, confirmed shipping address, instructed customer to place malfunctioning pump in storage mode and return it using prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump.